Manufacturer narrative:
The manufacturer was made aware of this event via communications from the FDA (report number: mw5073607), and is in the process of attempting to obtain further information about the details of this event. Device disposition not presently known.

Event description:
A patient presented with severe calcific aortic stenosis, requiring avr with a #19 sorin tissue valve prosthesis in 2016. She remained symptom free until 2017, when she presented with rapidly progressing dyspnea, lower extremity edema, and shortness of breath at rest. She was admitted with decompensated valvular heart failure due to a degenerative prosthesis, and was referred for urgent valve replacement. She underwent aortic valve replacement (tavr) with a medtronic corevalve evolut r 23 mm prosthesis and has since recovered.

Manufacturer narrative:
The manufacturer made multiple attempts to follow up, but was unable to obtain any further information about this event. As such, the device serial number remains unknown and no investigation can be performed. The root cause of the event therefore cannot be determined. Should further information be received in the future, appropriate investigative actions will be taken. Device not available, unable to followup.